Event description:
They reported: catheter broken at 7cm close to the bifurcation. Catheter removed, no serious problems for the pt reported. The break site was subcutaneous. The catheter broke into two pieces during removal but neither price embolized.

Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a semi-circumferential split in the tubing. The partial tear in the tubing is located between the 7 and 8 cm dept markers. The tear is nearly perpendicular to the axis of the tubing. The tubing surrounding the tear site is slightly compressed. These characteristics and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no manufacturing lot number info has been provided by the complainant.